Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "delayed onset nodules", "swelling and inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the bilateral tear trough with juvéderm® volbella¿ with lidocaine and to the right tear trough with juvéderm® volift¿ with lidocaine. Five months later patient developed late onset nodules, swelling, and inflammation to the tear trough and left upper eyelid. Patient was treated with hyalase, clarithromycin, cipro, prednisone, and augmentin. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01001 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm® volbella¿ with lidocaine.